Event description:
The jetstream g3 device was used to treat a highly calcified 50cm lesion located in the superficial femoral artery (sfa). The device encountered resistance during the procedure repeatedly and a dissection was noted. The dissection was treated with balloons and stents.

Manufacturer narrative:
There was no indication, based on the physical evaluation of the returned device and the reported event, that the device failed to perform as intended (causing a malfunction) leading to the dissection. Dissection is an inherent risk for the treatment of peripheral vascular disease with pathway medical's jetstream g3 system and is listed as a potential adverse event in the IFU. It is important to note that a viper guidewire was used in this case, but is not a compatible accessory. The IFU includes a caution regarding the use of guidewires not listed for use, "use only listed compatible guidewires and introducers with the jetstream g3 system. Use of any supplies not listed as compatible may compromise performance of or damage the jetstream g3 system."